Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system displayed error occurred during recovery preventing the database from restarting. A technical support specialist (tss) stopped and disabled the data synchronization and maintenance services, decrypted the database, and created a backup. The tss deleted the database and carefusion application (cfnapp), recreated the database, and repaired the medapp. The data synchronization and maintenance services were then restarted and enabled, followed by a full synchronization. The database was re-encrypted, and the system was rebooted. The tss verified successful login to cfnapp, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, an error occurred during recovery, preventing the dsclientoltp database from restarting. The recovery failure persisted, requiring diagnosis and restoration from a known good backup or technical support intervention. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.